Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039926r, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 (B)(6), (B)(4) (hcp): information was received from a healthcare provider regarding a patient receiving hydromorphone (28 mg/ml at 6.076 mg/day) and bupivacaine (5mg/ml at 1.0850 mg/day) via an implanted infusion pump. It was reported the hcp scheduled a dye study on (B)(6) 2019, and they could not aspirate from the catheter access port. The dye study was done in preparation for the eri replacement that was coming up in (B)(6) 2020. It was noted the patient reached eri on (B)(6) 2020, and the patient had not returned the clinics calls regarding pump replacement/getting the pump filled. The hcp knew eri/eos was going to occur, and caller was asking if they should put saline in the pump if the patient comes to the clinic sometime in (B)(6) 2020. The patient has a appointment in (B)(6) 2020 to get the pump refilled and oral prescription of hydrocodone 10-325 mg qid. The hcp confirmed the patient was getting hydrocodone 10-325 mg qid while receiving his intrathecal dose from the pump. It was reviewed that if the patient comes in, they can shut down the pump following the eos prompts and put saline in the pump if they do not choose to explant the device. No symptoms were reported.

Event description:
Additional information was received from the healthcare provider (hcp) on 2020-may-29. It was reported that the cause of the inability to aspirate the catheter was not determined. The patient was referred to a surgeon for replacement to resolve the inability to aspirate the catheter, but the patient chose not to go. The inability to aspirate the catheter had not been resolved. The patient's weight at the time of the event was provided. The hcp noted that their original report was to verify eos information and get a recommendation, not to report the dye study. No further complications were reported.

Manufacturer narrative:
Section d refers to the main device, other components include: product ID 8709, lot# j0039926r, implanted: (B)(6) 2000, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.